Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was achieved in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a 5fr arterial sheath was inserted into the right femoral artery for angiography. The sutures of two proglide devices were successfully placed through the 6fr sheath that was placed next to the 5fr sheath in the rcfa. The sheath was upsized to a 14fr sheath. At the end of the procedure, the 14fr sheath was withdrawn and the artery was closed with the sutures from the proglide devices. The 5fr sheath could not be removed and after subsequent attempts to removed, it was found to be sutured into the artery with the proglide devices. Sustained traction was used to remove the 5fr sheath. The sheath of the 5fr sheath was found to be perforated suggesting that the needle from the proglide device punctured through the sheath during proglide deployment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.